Event description:
It was reported that the device was used during a lobectomy procedure. It was reported that on the second firing of the stapler, surgeon was across the pulmonary vein. The surgeon closed the stapler, fired and opened to check the staple line. The surgeon transected the vein and tissue. When the surgeon began to remove the stapler from the chest cavity it pulled pulmonary vessel with it. The patient is ok. The surgeon sutured to repair. There was no additional consequence to patient.